Event description:
It was reported that difficulty advancing and a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a calcified right coronary artery (rca). A 4.00 x 38 synergy stent was advanced through a guide extension, but resistance occurred due to the lesion and the device snapped at the distal portion of the delivery system. It was noted that the stent had snapped at the distal part of the delivery system at the transition point of the hypotube. The device and the detached portion of the delivery system were removed from the patient. The procedure was completed with another of the same device. The patient was stable throughout the procedure, and no patient complications or patient distress resulted in relation to this event.